Event description:
Device appears to be under-sensing on atrial lead. Based on the information at hand, the associated field personnel was not contacted regarding this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).